Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes had foreign matter. The following was received from the initial reporter: also this morning we have a bd 30ml syringe that was discovered to appear to have a sliver of plastic within it bn 2304111 31/03/28. The syringes today were discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringes were removed from its sterile outer wrap the operator discovered the sliver of plastic.

Event description:
It was reported that the bd plastipak¿ syringes had foreign matter. The following was received from the initial reporter: also this morning we have a bd 30ml syringe that was discovered to appear to have a sliver of plastic within it bn 2304111 (B)(6) 2028 the syringes today were discovered in our unit on (B)(6) 2023 during a working session in our isolator. The syringes were removed from its sterile outer wrap the operator discovered the sliver of plastic.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection, a white dot within the plunger was observed. A device history review was performed for lot 2304111, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not to spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble generated during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends h3 other text : see manufacturer narrative.